Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemos. It was reported that a trained physician attempted arteriotomy closure of an unspecified vessel using the proglide device after an interventional procedure. Reportedly, a cuff miss occurred. It is unk how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.